Manufacturer narrative:
(B)(4). Only one MDR report will be submitted for this event, although two different complaints were created because of different parts needed to repair the unit, and the file numbers are the following: (B)(4).

Event description:
(B)(4). The dealer reported that during replacement of the motors for the tdxsr-mcg customer power wheelchair and while removing the walking beams, the hex heads on the walking beam plates rounded out. Tried a screw extraction set to remove the screws and the extraction set was broken inside the bit. However, three screws were removed on one side, and two on the other side. There was no patient involvement, and no injury was reported.